Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump has an unresponsive act button. Blood glucose level 193 mg/dl reported at the time of the incident. Customer states the time is not available. Insulin pump is expected to return.

Manufacturer narrative:
Pump had intermittent button response due to moisture damage on keypad traces. Time advanced properly. Pump passed displacement test.